Event description:
As reported by user facility: event 2- an "in house" test of the product using a 1 liter bag of fluid and the same gravity tubing that is being used in the community was performed. Customer did follow the directions for set up of the system including height requirements, etc. The flow regulator was set to infuse at 250 ml/hr, which should have infused over 4 hours, but the IV fluid ran through in just under 2 hours. No patient involvement.